Event description:
It was reported that the patient was experiencing shooting pain, bruise and tenderness at the ipg site. The patient also had inadequate pain relief. It was noted that the leads had migrated which was confirmed via computerized tomography (CT) scan. Reprogramming was performed and was successful. The patient underwent an explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred about a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:(B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7077390 / 7080431.